Event description:
Patient with right-side weakness and slurred speech. There was no resistance as the retrievers were pulled through the catheter, and the devices were set aside for re-use in this patient. When the physician attempted to use one of the devices again on this patient, he noticed the tip of the retriever was missing. The tip was found on the drapery on the patient. The case was completed without complications using another retriever. There were no clinical sequelae associated with this event.